Event description:
Boston scientific received information that during the interrogation the device exhibited a charge time of 35 seconds with a monitoring voltage of 2.69 volts. It was noted that the device reached its elective replacement indicator (eri) and end of life (eol) status which may have been due to an extended charge time outside of specification. The device was explanted and a new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.